Manufacturer narrative:
The following sections were updated in follow-up. B4,g4,g7,h2,h6,h10. The device was not returned for analysis. Multiple attempts were made to obtain the information regarding device return however, no information is available. The investigation will focus on a review of product documentation. The device used in treatment. Clinical observation could not be confirmed. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. Per procedure,destino steerable guiding sheath in-process and final inspection, visual inspection: inspect outer hub for loose or embedded fm. Inspect outer hub for cracks, sinking, or unfilled areas and reject hubs that are not smooth because of those reasons. Perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. The leak test is performed by qa on 100% of the sheaths. Per IFU : the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress ,follow up report will be submitted if we find any further additional information .

Event description:
It was reported that during clinical trial procedure (stellar) sheath valve was letting air in and crack on most proximal part of the handle leaking the fluid under pressure. The fluid escaped via the valve when moving/manipulating the catheter back and forward, left and right. There was no patient side effect or intervention reported. Sheath was removed and procedure completed with new oscor sheath. No additional information is available and no patient side effects reported.